Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
The surgeon reported as he was finishing a cataract procedure and was hydrating the wound to close the incision, the cannula came off the 3cc syringe. The cannula went into the pt's eye rupturing the posterior capsule, preventing him from using the planned multifocal lens. He completed the procedure after performing a vitrectomy and implanting a sulcus lens. No additional information is expected.